Event description:
The following was reported to davol by the patient: the patient has alleged that she was implanted in (B)(6) 2000 with an unspecified mesh for umbilical hernia repair. The patient alleges that she is experiencing pain and nausea. She alleges that CT scans are not showing any abnormalities, however, when assessing the area she alleges that it feels hard and is pushing from the inside out. She alleges that she has an appointment with her surgeon in (B)(6) and is unable to return to work at this time. As reported no surgical intervention has taken place to date. However, the event as alleged, indicates the potential for future surgical intervention, therefore, an MDR is filed to document this event.

Manufacturer narrative:
Based on the currently available information we are unable to determine to what extent, if any, a bard device may have caused or contributed to the events as alleged. Additional information has been requested from the contact, but to date she has not responded. Without a lot number a review of the manufacturing records is not possible. This MDR includes all patient, event and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted.